Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed broken skin and a blister underneath her right breast under the lifevest. The irritation was open and bleeding. It was reported that the patient's home health nurses were doing general wound care and the irritation was improving but was still sore.